Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple events of no external power alarms while connected to mpu. There was no loss of electricity at home. The connection feels loose even though lock is intact. Mpu was exchanged on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm could not be confirmed with the evaluation of the returned mobile power unit. The mobile power unit was tested together with laboratory equipment. An unexpected no external power alarm could not be reproduced. The unit passed the full functional checkout and was returned to customer site. No further information was provided. The manufacturer is closing the file on this event.